Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the vessel sealer extend instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument failed to open and close when it was needed to open and close. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have the grip open ring dislodged at the proximal end. The set screw was still installed in the grip ring. The grip ring was not in its original position and could be manually moved up and down. The grip ring being dislodged affected the operation of the instrument¿s jaws. The jaws would not open fully when attempted. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.